Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to hold charge. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation confirmed that the battery pack failed to charge and visual inspection found that the battery was deformed. Based on all available evidence, the investigation determined that the battery failure was due to an isolated component failure within the main circuit board (pcb) of the external battery assembly. The external battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to hold charge. The device was not in use when the fault occurred; therefore, there was no patient involvement.